Event description:
It was reported that after insertion of the right side nail with blocker, screw pull out was confirmed in image examination. The screw has been removed and replaced. When the left side nail and screw were placed, it also pulled out during compression; the screw was removed and replaced by another, which had the head locked. The doctor removed the screw and chose not to put another. It was further reported that one of the screws did pull out of the head and after pullout verified, it was noticed that the ring on the inside of the screw had broken without large loose fragments. The surgical incision was washed. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
The customer reported event was confirmed via visual inspection. It was reported that the tulip disengaged while final tightening with the torque wrench and anti-torque key. The screw was returned in 2 pieces as the tulip was disengaged from the screw shank. The bottom of the tulip was deformed heavily on one side, indicating that the tulip head was over angulated in one direction. The damage on the screw shows that the tulip was over angulated until it eventually disengaged. Rod divot on the screw shank head indicates that the rod was perpendicular with the screw when final tightening occurred. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The plausible root cause of the event include excess torsional force, incorrect alignment, insufficient rod persuasion, or cantilever force applied to the tulip causing it to disengage from that side.

Event description:
It was reported that after insertion of the right side nail with blocker, screw pull out was confirmed in image examination. The screw has been removed and replaced. When the left side nail and screw were placed, it also pulled out during compression; the screw was removed and replaced by another, which had the head locked. The doctor removed the screw and chose not to put another. It was further reported that one of the screws did pull out of the head and after pullout verified, it was noticed that the ring on the inside of the screw had broken without large loose fragments. The surgical incision was washed. There are no reports of adverse consequences to the patient.